Event description:
The customer reported that the unit alarmed due to a data acquisition pcb adc (printed circuit board/ analog digital converter) reference failure. It was unknown whether the device was in use on a patient when the reported issue occurred. There was no patient harm reported.